Event description:
Caller reported an issue with cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the process. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.